Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2014 that the patient presented to the surgeon with a broken distal femur lcp plate. The patient was operated on (B)(6) 2012 and during a subsequent visit the surgeon found that the fracture was not united, bone grafting was done on an unknown date. The surgeon reported the patient had not been in for an appointment since the bond grafting. It was reported the patient went under the revision surgery at another hospital recently; no other information is available regarding the revision surgery an image reading of the three x-rays provided was conducted by a medical director from this manufacturer. The medical director reported: the three x-rays show a severely comminuted distal right femur fracture treated with a condylar plate and 9 screws. In 2 of the x-rays, the plate is broken at the site of the fracture. There is little evidence of fracture healing. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.